Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 07/09/2019.

Manufacturer narrative:
Date sent to the FDA: 2/4/2021. Additional narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.

Manufacturer narrative:
Date sent to FDA: 11/27/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an that the patient underwent a gynecological surgical procedure on unknown date and mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on undisclosed date.